Event description:
It was reported when the patient had her programmer turned on, it "would let her go ahead and regulate the shocks in her back." It was also stated that the programmer screen would not turn off and "drained the batteries quickly". The patient had just put in new batteries and the batteries drained in two days.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3888-33 lot# v096187, implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 3888-33 lot# v096187, implanted: 2008 (B)(6), product type lead product ID: 3708240 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient would have her patient programmer turned on, it will let me go ahead and regulate the shocks in my back or whatever you want to call it. It was noted that the when the patient had the stimulation on very high, there's no way I can sleep with it because I lay down and push my head back, why it shakes me.